Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a central venous catheter placement procedure using a hickman/leonard/broviac central venous catheter. Post the procedure on (B)(6) 2026, the implanted catheter was reported to be ruptured. The affected catheter was subsequently removed and replaced with another device on (B)(6) 2026. There was no reported patient injury.